Event description:
The pt was contacted to see if he had returned an infusion device that was replaced for him. The pt stated that he still had the infusion device and had not returned it due to being hospitalized. He stated that he went camping and continued to use the infusion device that he was suppose to return even though he had a back-up infusion device. The pt stated that the infusion device he was requested to return just shut down with no warning and the screen went blank. The pt stated that he checked his blood glucose and his blood glucose meter read "high" (greater than 600 mg/dl). The paramedics were contacted and when they arrived and checked his blood glucose level their blood glucose meter also just read "high" (greater than 800 mg/dl). The pt was barely coherent when the ambulance arrived. At the hosp, the pt was informed that his blood glucose was over 1000 mg/dl. The pt experienced symptoms of leg and shoulder blade cramps, and the cramping went to his lower back. While at the hosp, the pt was connected to IV drips of insulin and potassium since his blood sugar level was so high. They checked the pt for a heart attack and the results came back normal. The pt was released from the hosp two days after the event day. The product has been requested for return to be evaluated.